Event description:
It was reported that syringe 3ml ll 200 s/c was damaged. The following information was provided by the initial reporter: material no: 309657, batch no: 0079127. It was reported that the syringe had a crack in it. Caller reported syringe had a crack in it where insulin could not hold syringe to load cartridge cts gathered the following: customer reported issue happened about 1 week ago. 2) number of occurrences - 1. 3) did the caller insert the needle into the cartridge and encounter fill resistance? - no. 6) did issue cause any injury? - no. 7) did customer require medical intervention? - no. 8) is product available for return to bd? ¿ yes. Cts informed caller bd might follow up regarding return of syringe/needle. Caller acknowledged. 9) resolution ¿ caller successfully filled a cartridge with insulin. No further follow up is required.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/5/2021. H.6. Investigation: one loose 3ml syringe was received and evaluated. It was observed there was a lengthwise crack through the volumetric markings extending from the 1ml to the 2ml grad line. The crack was rejectable per product specification. Potential root cause for the cracked barrel defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ll 200 s/c was damaged. The following information was provided by the initial reporter: material no: 309657, batch no: 0079127. It was reported that the syringe had a crack in it. Caller reported syringe had a crack in it where insulin could not hold syringe to load cartridge. Cts gathered the following: customer reported issue happened about 1 week ago. Number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product available for return to bd? ¿ yes. Cts informed caller bd might follow up regarding return of syringe/needle. Caller acknowledged. Resolution ¿ caller successfully filled a cartridge with insulin. No further follow up is required.